Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was in a procedure checking impedance on all 4 contact points with <(><<)>50 ohms on monopolar settings. The lead was reinserted for the 2nd time now and they could see all 4 contact points. The rep had previously tried to increase pulse width and rate and it would not resolve. It was noted that bellows were observed. It was reviewed that if the connections looked good and bellows were observed it would likely resolve itself, but it could not be guaranteed. The caller stated the healthcare provider decided to replace the ins. The rep later reported that a new battery was put in and checked at 3.0 and there were no impedance issues, the issue was resolved. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no anomalies and passed final functional testing in the laboratory. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative (rep) indicating that a cause was not determined for the 50 ohms impedance during the procedure, but a new ins was implanted. No further complications were reported.